Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the lost to follow up patient's pacemaker exhibited normal battery depletion. Upon review, the right atrial lead exhibited decreased impedance. Right atrial lead insulation breach was suspected. Fluoroscopy was performed which noted right ventricular lead degradation. The right ventricular lead values appeared normal. Both leads were capped and replaced on (B)(6) 2018 during the normal generator changeout procedure. The patient was stable throughout.